Event description:
It was reported during procedure, the pt suffered a guidewire perforation of the basilar artery which resulted in a diffuse subarachnoid hemorrhage (sah) and hydrocephalus. The pt's condition returned to baseline following insertion of an external ventricular catheter. It was not disclosed which of the four wires used in the procedure was in use when the vessel perforation occurred.

Manufacturer narrative:
Device manufacture date: unk as lot number was not disclosed. Add'l info provided indicated that the pt has tortuous vessels, advanced atherosclerosis and severe basilar artery stenosis.